Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, increased sensitivity, mobility. Perfect conditions. The 2nd implant was integrated without any problem.